Event description:
Following a magnetic resonance imaging (MRI), the device was displaying incorrect measurements due to rapid interrogations. As the device records new diagnostic measurements the values were as expected. The patient was stable with no consequences.